Event description:
The patient reported that they were charging too frequently. The implant battery was only lasting 4 to 5 days. The battery used to last two weeks and started lasting 1 week and then went down to 4 to 5 days. It was verified that the patient had not had any changes to program or settings. The last time they had a setting, on manufacturer representative (rep) messed them up big time and since then they met with four different reps. It was further stated that the rep totally erased the perfect settings. They spent hours in the health care professional (hcp) office and notified the rep immediately. It was noted that with the last rep they met they were more instrumental in getting all the settings more or less okay. It was reviewed that the patient follow-up with the hcp to get device checked to see why it was not lasting long like it used to. It was noted that it had been like 3 months since the implanted battery last only 4 to 5 days. The settings changes that messed [them] up was in (B)(6) 2015. The patient reported that there was a damaged recharger, broken connector pin. It was stated that the their neurostimulator stopped, the patient was disabled but they could not get up to recharge. The patient went to recharger the day prior to the report, and the connector pin was broken. The patient stated that they were barely charged at the time of the report. The patient stated that they were in incredible pain and did not want their battery to stay out for too long because they read in the book that it was not good for battery to stay down too long. The patient could barely walk. It was further stated that they were always in pain. The stimulator helped with the pain but it is only lasting 4 to 5 days. The stimulator stopped on (B)(6) 2016. They were in pain and could barely walk on (B)(6) 2016. The broken connector pin was on (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported when the first go the device they only had to charge every two weeks, but starting four months ago it went to every one week, and currently they had to charge every four days. It was noted the consumer ¿wore¿ it 24/7. The consumer met with the manufacturer¿s representative (rep) for reprogramming to run the device for 20 minutes and then off for 10 minutes which extended the recharging time to a week.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 charger with found the connector pins were broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.